Manufacturer narrative:
Batch review performed on 22 november 2018. Lot: 1654915: (B)(4) items manufactured and released on 24 may 2017. No anomalies found related to the problem. 1 similar event on the same lot registered up to now other device involved: pedicle screw two-step reducer enhanced reference 03.51.10.0182, lot: 1654915: (B)(4) items manufactured and released on 24 may 2017. No anomalies found related to the problem. 1 similar event on the same lot registered up to now.

Event description:
During l5-s1 anterolisthesis (grade 1.5) pedicle screws were placed on l5 and s1 without problems and very good fixation, intervertebral disc was removed for releasing, rods were placed, left and right, and a setscrew on s1, left and right, was tightened. It was then almost impossible to couple the two-step reducer with the pedicle screw tulip in l5, right side. Two different instruments were used with the same result. Due to this issue, the pedicle screw (6 mm) has been mobilized, it was replaced with 8 mm pedicle screw but also in this case was not possible to perform the reduction due to coupling failure problems; the 2nd pedicle screw has been mobilized as well. After 25 minutes of attempts the surgeon was able to perform the reduction on both sides. He was not satisfied with the results achieved, the pedicle screw was still loosened, it was left in place.

Manufacturer narrative:
Visual inspection performed december the 18th, 2018. During this l5-s1 surgery, after having final tightened the rod to s1 screw, it was not possible to approximate the rod to l5 screw and engage the tulip in order to perform the rod reduction. A potential root cause could be that due to the very particular anatomy of the patient and the consequent required "lateral" positioning of the l5 screw, the gap between the rod and the l5 tulip was higher than the distance that can be covered using the 2-step reducer: therefore it was not possible to engage rod and l5 tulip at the same time. After the discussion with the surgeon, the design of a dedicated myinstrument for this specific cases has been defined. An already available solution for such cases, could be the use of reduction screws. The 2 pieces of 2-step reducer received don't have a compromised functionality.